Event description:
It was reported that during implant attempt, the surgeon had difficulty inserting the stylet into the lead after multiple attempts at positioning the lead and using multiple stylets. It was noted that the surgeon was not cleaning his hands free of blood which may have caused the stickiness. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.